Event description:
Lab. Tech. Cut finger while opening a tube. Incident has been reported to occupational medicine in france. Blood testing for infectious fluids has been performed as per hosp policy. Review of the database indicates no other issues with regards to this production lot number.